Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The data analysis confirmed the reported failure mode. The console was tested and after the power cycling the console 10 times and running an optical test pump for 2 minutes each time, unable to reproduce the controller error. The supply voltage to the optical bench at j3 was 4.9v, the average voltage to the lamp was 4.8v, and the lamp resistance was 4.5o. No issues were found with the console hardware. Root cause: the root cause for the controller error was not determined due to the inability to reproduce.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller had a controller error alarm. Aic was restarted and rechecked, but the alarm occurred again. This occurred during training therefore no patient involvement.